Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was recently hospitalized after being involved in an auto accident in which he was the driver. Blood glucose level at the time of the incident was over 600 mg/dl. The customer stated that he blacked out prior to the accident occurring. Customer reported that the insulin pump reset his basal settings. Blood glucose level at the time of the call was 102 mg/dl. During troubleshooting, no malfunction of the insulin pump was shown, but the customer requested a replacement. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.